Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding sub-optimal processing resulting in hard tissue with poor detail, when processing a fine needle aspirate (fna) of 2mmx2mm in retort b, using peloris tissue processor serial number (B)(4). Specific details for the date and time of the processing protocol from which sub-optimal processing was identified, were not provided by the complainant. On (B)(6) 2011, leica microsystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
The root cause for the sub-optimal tissue processing reported by the complainant was use of a protocol of inappropriate duration for the size of the tissue samples to be processed. The leica peloris/leica peloris ii user manual revision k 2011 section 8.2.1 tabulates the recommended protocol duration for different specimen types. This information indicates that the recommended protocol duration for tissue of 2mmx2mm, which was the size of the tissue from which sub-optimal processing was identified, is 2-4 hours. Longer processing times may cause tissue to dry out resulting in over-processing. Laboratory staff advised the fss that all blocks required soaking before sectioning, which signifies over-processed tissue.